Event description:
It was reported that when advancing the guidewire (subject device) inside a microcatheter during preparation, resistance was noted and the guidewire was noted to be broken upon removal. There was no patient involvement because the issue occurred outside of the patient. The same microcatheter was used for the remainder of the procedure.

Event description:
It was reported that when advancing the guidewire (subject device) inside a microcatheter during preparation, resistance was noted and the guidewire was noted to be broken upon removal. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Visual, optical and photographic examination of the subject device revealed a broken and bent guidewire with peeled/scraped ptfe (polytetrafluoroethylene) coating. A functional test was not performed due to the observed anomalies. Since the device directions for use (dfu) contains language that an overtightened torque device may result in abrasion of the coating of the wire, the cause for the observed peeled/scraped ptfe is believed to be related to the dfu instruction not being followed. Device analysis showed evidence of manipulation from the observed bend at the fracture site. Scanning electron microscopy (sem) analysis found evidence of a ductile fracture, which most likely occurred due to a bending overload combined with torsional and tensional pull. Communications with the manufacturer indicated there were no material anomalies or manufacturing issues. It appears possible that the guidewire was manipulated due to the reported friction. Because the cause for the reported friction could not be definitively determined, the cause for the reported and observed break also could not be definitively determined.

Event description:
It was reported that when advancing the guidewire (subject device) inside a microcatheter during preparation, resistance was noted and the guidewire was noted to be broken upon removal. There was no patient involvement because the issue occurred outside of the patient. The same microcatheter was used for the remainder of the procedure.